Event description:
It was reported that a patient was revised to address two migrated xia blockers that did not retain their respective rods post-operatively. This report is for the first of two xia blockers.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient was revised to address two migrated xia blockers that did not retain their respective rods post-operatively. This report is for the first of two xia blockers.